Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported patient related event. The field service representative did find during testing that with a setting of 21% fio2 the monitored reading was 22.7% fio2 and at a setting of 30% fio2 the monitored reading was 33.7%. The field service representative determined that the cause of this was that the device's air & o2 regulators were out of balance. The carefusion field service representative rebalanced the device¿s air & o2 regulators, ran the device through the operational verification procedure (ovp) and the device passed all tests. The device was reported to have not alarmed during the patient incident. The device was set to deliver 100% fio2 and the device's fio2 monitor was displaying 100% fio2. Therefor the device did not register any fio2 delivery issue thus the device would not activate any fio2 related audible & visual alarms.

Event description:
The user facility biomed initially reported that during pre-use checks the device's fio2 % was out of range (getting 23% when set to 21% & getting 43% when set to 40%). The user facility biomed later reported that while the device was on a patient, the device was set to 100% fio2, the device's monitor displayed 100% fio2, the external nitric oxide analyzer was reading 21% and the device was not alarming. The patient removed from the device and placed on another device. No harm to the patient was reported. The user facility biomed also reported that based on the original report they had replaced the device's o2 cell (sensor) and that they found the device to operate properly with alarms and the blending of o2. Though there was a slight difference in the actual fio2 output vs the measured fio2 but only about 2-3 %.